Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that they have pain on the edge of the pump that goes toward his head. The pain started suddenly on (B)(6) 2023 and the patient stated the pain "took my breath away and was severe " and then went away by itself and then happened again today. The patient reports no trauma or bumping of that area. The patient was sitting when this pain occurred.

Manufacturer narrative:
H3. Analysis found that the pump was returned due to a non-analyzable medical issue. Reduced analysis found that there were no anomalies and no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.